Manufacturer narrative:
Concomitant medical products: truliant tib imp ps insert sz 4 9mm (cat# 02-022-35-4009 / serial# (B)(4)); truliant tib fit tray cem sz 4f / 4t (cat# 02-022-45-4040 / serial# (B)(4)); advanced patella 32mm 3 peg implant (cat# 200-07-32 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately three years post initial right tka, this (B)(6) male patient had a revision due to loose femur, patient was complaining of pain. This implant could be part of recall. The surgeon used another companies implants for the revision. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays, the device will be return.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The most probable root cause associated with the reported event of "loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.